Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided pictures taken just after the devices explantation (soiled implants), only the insert and the tray were taken in photos. The plastic insert was damaged on one side, probably due to the glenoid side migration that rubbed against the humeral side. No additional information could be observed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the revision surgery was performed and the ascend flex/reversed ii implants were revised to the perform reverse glenoid implants as the glenoid implants had migrated superiorly. Revision surgery was successfully completed. It was further reported that, all glenoid implants were removed (suspects), the humeral tray and liner was removed (concomitants). Humeral stem remained stable and so surgeon left in situ. New tray and liner and glenoid system inserted successfully.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, the revision surgery was performed and the ascend flex/reversed ii implants were revised to the perform reverse glenoid implants as the glenoid implants had migrated superiorly. Revision surgery was successfully completed. It was further reported that, all glenoid implants were removed (suspects), the humeral tray and liner was removed (concomitants). Humeral stem remained stable and so surgeon left in situ. New tray and liner and glenoid system inserted successfully.